Event description:
Hcp reported "pt had overdose yesterday due to bridge bolus that was delivered over 3hr (6-9pm) instead of 27. Heart rate normal, but pt still unresponsive." No report of device explanation. A follow up report will be sent when additional info becomes available.